Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the small battery drive device control unit was not functioning, defective, electronic control unit reverse-trigger did not work, the magnetic field of the upper trigger was defective, the motor and upper trigger are worn out. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function, oscillation angle, switching function and electronic control unit function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.